Event description:
It was reported that during a biopsy procedure, the flexible introducer of the device was broken off when the device was inserted. The broken piece was retrieved soon. The surgeon commented that the sample notch was oriented at 6 oclock direction and the device was inserted from 12 oclock direction. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Damaged introducer tube. The c1535 was received with the flexible introducer broken off in three deferent sections. In addition, the marker sleeve was found broken. The marker was present inside the marker guide. It should be noted that while inserting the applier through the probe, please ensure the green alignment indicator is lined up with the white triangle on the probe thumbwheel in order to avoid the risk of the shearing off the flexible introducer. The batch record was reviewed and no anomalies were noted during the manufacturing process.